Manufacturer narrative:
The crep2 reagent lot number was 86413201 with an expiration date of 31-dec-2025. The ua2 reagent lot number was 85321001 with an expiration date of 31-jan-2026. The ureal reagent lot number was 86505701 with an expiration date of 31-dec-2025. General reagents' issues can be excluded as no further issues were reported, and a correct rerun was performed with the same reagents. The field service engineer (fse) found that the micro cups were affected. He also found that the sample pipettor assembly was weak and worn, and no longer precise in the pipetting positions. He exchanged the pipettor assembly, readjusted the sample probe, and verified that the tests and the module were performing within specifications. The troubleshooting actions performed by the fse resolved the issue. The root cause was due to a component failure.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 (crep2) assay, uric acid ver.2 (ua2) assay, and urea/bun (ureal) assay on a cobas 8000 cobas c 502 module. Crep2: initial result: 0.00 mg/dl. Repeat result: 1.67 mg/dl. Ua2: initial result: 0.0 mg/dl. Repeat result: 8.6 mg/dl. Ureal: initial result: 0.1 mg/dl. Repeat result: 52.4 mg/dl. The sample was repeated on a different cobas module.